Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's mother reported high blood glucose. Customer stated she was changing out the reservoir and when she pressed act it did not register on the insulin pump. Customer stated that it took 4 seconds for it to register. Customer ate pizza and her blood glucose became unusually high. Customer had ketones and waiting for doctor's call. Troubleshooting was done. Customer's blood glucose was 313 mg/dl. Customer treated with manual injection. Performed high pressure test and test passed. It was found that during prime process customer presses the plunger up on the reservoir not connected to anything and filled with insulin. Advised the customer this could cause manipulation of the reservoir with pressurization. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.